Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the handle on the calibrator was broken. Since the event occurred during routine testing of the device, there was no pt involvement during this event.